Event description:
Physician treated left anterior descending (lad) in stent restenosis (isr) lesion with a 2.5 x 15mm angiosculpt device, but failed to cross lesion. When the physician tried to disconnect the angiosculpt device from the indeflator, the hub detached.

Manufacturer narrative:
Patient info is not available. Attempts to obtain the pt info has not been successful. The angiosculpt device was returned in two separated pieces. Visual examination confirms that the rx port was slightly lifted and there was separation of the hypotube (proximal shaft) approx 15mm from the strain relief/hub junction. The balloon did not appear to be inflated.